Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when fill tubing was performed multiple times no drops were seen. The customers blood glucose (bg) level was impacted mid (200 mg/dl- above 300 mg/dl) the customer stated that a new cartridge was loaded and a bolus was taken to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting was not performed.